Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a sigmoid resection procedure, "the was difficulty" with setting the retaining pin on two instruments. The procedure was completed and there was no patient consequences reported.